Event description:
A patient reported blood glucose results of "324 mg/dl, 520 mg/dl and 200 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The test strips and control and control solution were replaced.